Event description:
Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced congestive heart failure. The target lesion was 2.25x12mm and located in the 80% stenosed proximal circumflex. Treatment consisted of placement of a 2.25x16mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. The patient returned 1277 days following the index procedure with congestive heart failure. The patient was hospitalized and treated with medication. The event was reported to be resolved with no residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.